Event description:
Boston scientific received information that the device reached elective replacement indicator (eri) with a charge time that was longer than expected, but still within normal charge time limits. One month later, the clinician contacted boston scientific technical services (ts) and stated that the patient has developed an infection and they would like to post pone device replacement. No additional adverse patient effects were reported.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately two weeks later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.